Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, although difficulty was encountered during thumb advancer deployment, exchange sheath splitting was completed. After clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. When the device was removed, the clip was observed to be deployed on the distal end of the device. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.